Event description:
The pt reported lower extremity weakness during her trial. The surgeon decided to explant the trial leads.

Manufacturer narrative:
Product was discarded by the medical ctr and will not be returned for eval.